Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2006 and left total hip arthroplasty on (B)(6) 2007. Subsequently, patient's legal counsel reported a left hip revision procedure was performed on (B)(6) 2007 due to allegations of a spontaneous femoral fracture, pain, instability, recurrent dislocations, elevated levels of cobalt and chromium. A review of invoice history confirms that all components were removed and replaced as well as a plate implanted due to a femoral fracture. Invoice history further reveals that patient underwent an additional revision procedure on september 29, 2008 for an unknown reason. During this procedure the modular head and taper insert were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2006 and left total hip arthroplasty on (B)(6) 2007. Subsequently, patient's legal counsel reported a left hip revision procedure was performed on (B)(6) 2007 due to allegations of a spontaneous femoral fracture, pain, instability, recurrent dislocations, elevated levels of cobalt and chromium. Invoice history further reveals that patient underwent an additional revision procedure on (B)(6) 2008 for an unknown reason. During this procedure the modular head and taper insert were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received noted patient underwent a left hip revision procedure on (B)(6) 2007 due to a femur fracture. The femoral stem, modular head and taper adapter were removed and replaced and a plate and cables were implanted. Patient was further revised on the left side on (B)(6) 2014 due to an unknown reason. The modular head and acetabular cup were removed and replaced with a biomet head and competitor cup. Patient underwent a right hip revision procedure on (B)(6) 2014 due to possible acetabular loosening and elevated metal ion levels. The modular head and acetabular cup were removed and replaced with a biomet head and competitor cup. Operative reports confirm patient underwent a left hip revision on (B)(6) 2007. The reason for the revision was a fracture of the left proximal femur caused by patient fall. It is also confirmed that the modular head, femoral stem, and taper adapter were removed and replaced and a plate and cables were implanted.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2006 and left total hip arthroplasty on (B)(6) 2007. Subsequently, patient's legal counsel reported a left hip revision procedure was performed on (B)(6) 2007 due to allegations of a spontaneous femoral fracture, pain, instability, recurrent dislocations, elevated levels of cobalt and chromium. Invoice history further reveals that patient underwent an additional revision procedure on (B)(6) 2008 for an unknown reason. During this procedure the modular head and taper insert were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received noted patient underwent a left hip revision procedure on (B)(6) 2007 due to a femur fracture. The femoral stem, modular head and taper adapter were removed and replaced and a plate and cables were implanted. Patient was further revised on the left side on (B)(6) 2014 due to an unknown reason. The modular head and acetabular cup were removed and replaced with a biomet head and competitor cup. Patient underwent a right hip revision procedure on (B)(6) 2014 due to possible acetabular loosening and elevated metal ion levels. The modular head and acetabular cup were removed and replaced with a biomet head and competitor cup. Operative reports confirm patient underwent a left hip revision on (B)(6) 2007. The reason for the revision was a fracture of the left proximal femur caused by patient fall. It is also confirmed that the modular head, femoral stem, and taper adapter were removed and replaced and a plate and cables were implanted. Additional information received in operative reports noted patient underwent a left hip revision procedure on (B)(6) 2014 due to pain and difficulty with ambulation. Operative report noted turbid-appearing joint fluid and a poorly fixed acetabular component due to a lack of bony ingrowth. The modular head and acetabular cup were removed and replaced with a biomet head and a competitor cup and liner. Operative report further noted a right hip revision procedure on (B)(6) 2014 due to pain, difficulty ambulating, clicking noise, limping, and locking symptoms. Operative report noted little bony ingrowth around the acetabular cup, scar tissue, synovial fluid and trunnion corrosion. A hip abductor musculature repair was performed during the revision. The modular head and acetabular cup were removed and replaced with a biomet ceramic head and a competitor cup and liner.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The following sections could not be completed due to the event date and explant date information could be: event date and explant dates - (B)(6) 2008. Or the information could be: (B)(6) 2014.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces."

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2006 and left total hip arthroplasty on (B)(6) 2007. Subsequently, patient's legal counsel reported a left hip revision procedure was performed on (B)(6) 2007 due to allegations of a spontaneous femoral fracture, pain, instability, recurrent dislocations, elevated levels of cobalt and chromium. Invoice history further reveals that patient underwent an additional revision procedure on (B)(6) 2008 for an unknown reason. During this procedure the modular head and taper insert were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received noted patient underwent a left hip revision procedure on (B)(6) 2007 due to a femur fracture. The femoral stem, modular head and taper adapter were removed and replaced and a plate and cables were implanted. Patient was further revised on the left side on (B)(6) 2014 due to an unknown reason. The modular head and acetabular cup were removed and replaced with a biomet head and competitor cup. Patient underwent a right hip revision procedure on (B)(6) 2014 due to possible acetabular loosening and elevated metal ion levels. The modular head and acetabular cup were removed and replaced with a biomet head and competitor cup.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state this type of event can occur. ¿intraoperative or postoperative bone fracture and/or postoperative pain¿, ¿dislocation and subluxation due to inadequate fixation and improper positioning¿, and ¿elevated metal ion levels have been reported with metal on metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 6 of 7 mdrs filed for the same patient (reference 1825034-2014-06965 & 06974 / 06979).